Manufacturer narrative:
Image review: a single photograph was received. The image showed a mild amount of redness on both legs above the treated vein segments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the patient condition has resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal occluding device to treat 2 segments in the great saphenous vein (gsv). Thirteen days post procedure, patient suffered severe pain over the thighs and red colouring with tenderness of both saphenous veins. The patient was prescribed nimesulide for pain. No additional treatment required.